Event description:
The doctor reported the implant was removed due to osseointegration failure less than a month after placement surgery. Oral hygiene at the site of the implant was good. During the surgery, no significant findings were observed.